Event description:
The customer reported the device is presented with a speaker malfunction error and it is unsure if the device still produces sound. The device was in clinical use at time of event. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was possibly no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed and the device was returned to the customer.